Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available.

Event description:
Patient was revised to address a broken stem after falling backward.

Manufacturer narrative:
Additional narrative: (B)(4). The product implanted around 2 years 6 months ago in a patient. Last week the patient has fallen backward and came to the reporter with broken product. The broken stem extracted from patient's leg on (B)(6) 2016 and the patient had revision surgery with new product. The reporter thinks the product has a problem and asked me to report this issue. Examination of the returned product and x-ray confirms the reported material fracture. The product was evaluated by depuy material science. In summary, both the presence of fatigue characteristics and the amount of the fracture surface exhibiting fatigue characteristics indicated high-cycle low stress fatigue failure. Fretting was observed proximal to the fracture surface, however, it is unknown whether fretting corrosion occurred prior to fracture or due to fatigue crack opening and closing. Dark color in the fracture initiation area due to titanium oxidation is typical of titanium fatigue fractures with the introduction of oxygen rich fluid, such as body fluids, as the crack opens and closes with each cycle. No evidence of material or manufacturing defects was observed. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. The investigation can draw no conclusions with the information provided. It was originally reported the patient fell. Based on the performed investigation, the need for corrective action has not been indicated. Monitor via (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.